Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated their therapy is turning off by itself. The rep stated the patient is on high density setting therefore she does not feel any stimulation. The rep reported the patient checks his ins battery every day, and keeps the his controller on him. The rep also noted that the patient keep his ins battery charged. The rep reported that this has happened three different times with the last episode happening on (B)(6) 2019. The rep has not done an impedance reading yet, and the patient does not have adaptive stimulation (as) programmed. The patient stated when their stimulation is on the stimulation covers 70% of the patient's pain, and the patient has a return of pain when the stimulation if off. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they followed up with the patient and he believed he was accidentally pressing the power on/off switch without realizing it. The rep reported that the patient had no issues with the device. No further complications were reported.